Event description:
During a patient use, the customer reported that the device lost power four or five times and the device operator had to turn the device back on during each instance. The device was used to shock the patient one time in manual mode and retrieve 12-lead ECG. The patient was resuscitated and there was no report of adverse outcome due to the device use. There were no further details on the patient and/or event provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.